Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage had battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2012, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.76 to 2.58 volts minimum between (B)(6) 2011 and (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012. The device was returned, analyzed and analysis was inconclusive. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. It was noted there were openings in the anode separator enclosure and lithium material near the cathode tab.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage had battery depletion indicated/eri (elective replacement indicator). Time of eri in save to disk on (B)(6) 2012, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat equals 2.76 to 2.58 volts minimum between (B)(6) 2011 and (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012.

Event description:
It was reported the patient went to the hospital due to a patient alert. The device was at recommended replacement time (rrt) after being implanted for four and a half years. The patient noted they had only received one shock from the device while it was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.